Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates insulin delivery was suspended due to the difference in sensor glucose and blood glucose readings. Multiple incidents of differences in sensor glucose and blood glucose readings were reported, however, the incident triggering threshold suspend had sensor glucose reading of 107.00 mg/dl and blood glucose reading of 149.00 mg/dl, outside of the acceptable range. The low limit in sensor setting was 70 mg/dl. No harm to the customer requiring medical intervention reported. The sensor will not be returned for analysis.